Event description:
Pt hospitalized for hyperglycemia. Pt's parent reports pt fell while playing with friends the day before. When they arrived at the hosp, it was discovered that the glass cartridge was broken presumably from the fall. Pt was treated with subcutaneous insulin injections in the emergency room and released. Pump ot returned for eval.